Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip g4 system instructions for use (IFU) states ¿warning: excessive torque on the guide and translation of the mitraclip g4 system may inadvertently displace the tip of the guide from the left atrium (la), which may result in arrythmias or cardiac injury.¿ additionally, the IFU states ¿warning: do not make substantial clip arm orientation adjustment in the lv. Clip entanglement in chordae may result in cardiac injury and worsening mr; and may result in difficulty or inability to remove the clip, and conversion to surgical intervention. In this complaint, it was reported that the user made clip arm adjustments and manipulations in the lv and that the user became more aggressive with manipulations to try and free the clip, resulting in the chordal rupture. Based on available information, the reported improper or incorrect procedure or method is due to the user making clip arm adjustments in the left ventricle and using more aggressive movements to free the clip. The reported clip caught on the chordae appears to be due to the improper or incorrect procedure or method. The reported foreign body in the patient is a cascading event of the clip caught on the chordae. The reported torn chord also appears to be a cascading event of the clip caught on the chordae. Furthermore, tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip caught in chordae, tissue damage and foreign body in patient. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A cleft was present between p1 and p2. An ntw clip was placed on the mitral valve at a2/p2. Mr remained near the cleft; therefore, an nt clip was inserted. The mitral valve was grasped laterally of the implanted clip, but mr remained. Therefore, the clip was opened and attempting to be pulled back into the left atrium (la) for repositioning. However, it was observed the clip became caught in the chordae. Troubleshooting was performed, but the clip was unable to be removed from the chordae. It was noted the physician used more aggressive movement in an attempt to removed the clip from the chordae, resulting in a small chordal rupture. Although the clip remained attached to the chordae, both leaflets were able to be grasped. The clip was deployed, reducing mr to a grade of 3+. There was no clinically significant delay in the procedure. No additional information was provided.